Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a patient presented with painful stimulation, hyposthesia, and a seizure increase, below pre-vns baseline. Diagnostic tests were performed, resulting in high impedance. Trauma and patient manipulation are not thought to be factors. The patient is likely to undergo revision surgery.